Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device produced an incomplete mesh. On november (B)(6) 2016, it was clarified that the issue occurred at a cadaver tissue bank. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher (B)(4). The last repair was (B)(6) 2016 where the loaner device was returned and the damaged guide block, left hinge and latching pins were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on november (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The loaner ratchet handle appeared to ratchet normally. The 1.5:1 ratio cutter, serial number (B)(4) showed significant wear to the roller gear and had a few nicks to the cutter blades throughout. The 2:1 ratio cutter, serial number (B)(4) showed wear to the roller gear and had a few nicks to the cutter blades throughout. The test mesh using the customer¿s mesher and ratchet was performed with the 1.5:1 ratio cutter and failed. The test mesh using the customer¿s mesher and ratchet was performed with the 2:1 ratio cutter and failed. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 6, 2016 which included replacement of the roller and roller gear. The device was sent in with two cutters (1.5:1 serial number (B)(4) and 2:1 serial number (B)(4)) and the bushings, collars and gears were replaced. Both cutters were then tested and both failed to make passing cuts and were deemed non-repairable. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested the reported event was confirmed since during the initial inspection the device was tested with both the 1.5:1 and 2:1 ratio cutters and failed to produce a passing cut. While during the initial inspection the device was tested with both the 1.5:1 and 2:1 ratio cutters and failed to produce a passing cut, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined.

Event description:
It was reported that the device produced incomplete mesh. No adverse events were reported as a result of this malfunction.